Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was programming error with norepinephrine infusion. The intended rate was 0.2mcg/kg/min at 117kg, however the infusion was programmed in the adult profile and infused incorrectly as 17kg instead of 117kg. As a result, the patient had systolic blood pressure in the 70's. When the error was noted and the weight was corrected, the blood pressure normalized. The clinician was able to titrate the medication down to 0.1mcg/kg/min to maintain a systolic blood pressure in the 100's. No interventions provided to the patient. There was no patient harm. The customer provided a product enhancement request to add option for weight soft lower limit at pump profile level along with alerts.

Event description:
It was reported that there was programming error with norepinephrine infusion. The intended rate was 0.2mcg/kg/min at 117kg, however the infusion was programmed in the adult profile and infused incorrectly as 17kg instead of 117kg. As a result, the patient had systolic blood pressure in the 70's. When the error was noted and the weight was corrected, the blood pressure normalized. The clinician was able to titrate the medication down to 0.1mcg/kg/min to maintain a systolic blood pressure in the 100's. No interventions provided to the patient. There was no patient harm. The customer provided a product enhancement request to add option for weight soft lower limit at pump profile level along with alerts.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported programming error with norepinephrine infusion was confirmed during review of the data set and infusion drugs. No laboratory testing was able to be performed on the reported devices as they were not returned for investigation. The internal and external inspection could not be performed as the suspect pump module and pcu were not received for investigation. The facility provided an infusion drugs list and a copy of their data set (update_2025.03.06). A review of the logs could not be performed, because the suspect devices were not revived. The battery log, error log or event logs were not provided. All infusion detail reports do not contain keystroke programming and are not validated for log analysis purposes. Is not possible to confirm the drug ID without the pcu event logs to perform the keypress replication, the information showed was gathered from the records the facility provided. The customer reported an infusion of 0.2mcg/kg/min at 117kg, however the infusion was programmed in the adult profile and infused incorrectly as 17kg instead of 117kg; the user corrected the infusion to 0.1 mcg/kg/min. The event date as 07mar2025, time was not reported. At 1:46 pm the suspect pump module was programmed a primary infusion of norepinephrine. Drug amount = 8 mg, volume diluent = 250 and concentration = 0.032 mg. Patient weight = 17 kg and dose 0.2 mcg/kg/min with rate = 6.4 ml/h and vtbi = 200 ml; the infusion lasted twenty (20) minutes. At 02:02 pm the weight infusion was reprogrammed to 117 kg. At 02:03 pm the primary infusion norepinephrine was reprogrammed. Drug amount = 8 mg, volume diluent = 250 and concentration = 0.032 mg. Patient weight = 117 kg and dose 0.1 mcg/kg/min with rate = 21.9 ml/h and vtbi = 200 ml; the infusion lasted twenty-three (23) minutes. Per the alaris directions for use (dfu v12.3), qualified personnel must ensure that the appropriateness of drug dosing limits, drug compatibility, and instrument performance, as part of the overall infusion. Potential hazards include drug interactions, inaccurate delivery rates and pressure alarms, and nuisance alarms. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported that there was programming error with norepinephrine infusion is being attributed to user programming. There was no identified device malfunction. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.